Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that during use a bd vacutainer® plus plastic serum blood collection tubes malfunctioned as "tubes are reported to have no/less vaccum. The end user has complained under filling in these tubes". There was no report of exposure, injury or medical intervention needed.

Manufacturer narrative:
Correction: due to an it issue beginning on 7/3/2018, previously filed emdrs did not contain required fields. This supplemental emdr is filed to provide the following omitted fields: event attributed to: other. Device single use?: no. Device returned to manufacturer: no.

Event description:
It was reported that during use a bd vacutainer® plus plastic serum blood collection tubes malfunctioned as " tubes are reported to have no/less vaccum. The end user has complained under filling in these tubes." There was no report of exposure, injury or medical intervention needed.

Event description:
It was reported that during use a bd vacutainer® plus plastic serum blood collection tubes malfunctioned as " tubes are reported to have no/less vaccum. The end user has complained under filling in these tubes." There was no report of exposure, injury or medical intervention needed.

Manufacturer narrative:
Investigation summary: bd had not received samples or photos from the customer facility for evaluation; therefore, the investigation was limited. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformances during manufacturing of the product. As no samples or photos were received for evaluation, the customer's indicated failure mode was not observed by bd. As there was no sample or photo available for evaluation, a root cause could not be determined. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. The bd business team regularly reviews the collected data for identification of emerging trends.